Event description:
It was reported that a 1-2 mm black particle was observed in the solution of an lv 10 infusor. This occurred prior to filling the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates between march 1, 2013 - march 4, 2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.